Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had insufficient/low power, worn motor, excessive noise, the power was very weak and made loud noises. It was further determined that the device failed pretest for check the power with the test bench, triggers and electronic control unit function and switching function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.